Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is experiencing pain since the lead revision procedure. The physician believes the pain is related to difficulty with placing the lead during surgery. Follow-up with the pt revealed the post-operative pain has greatly diminished. Reprogramming was unable to achieve effective stimulation coverage in the pt's back. The sjm rep will follow-up with the pt.